Manufacturer narrative:
H3: product analysis #706975952: equipment used: video inspection system (m-78210), ruler (m-83361) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the phenom catheter. However, the pipeline flex braid was returned stuck within catheter hub. Damage location details: the pushwire was found to be bent at ~112.0cm from proximal end. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~89.4cm from proximal end. The catheter tip and marker band were examined; and was found to be accordioned. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from the catheter hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance. The pipeline flex and phenom 27 catheter were found to be damaged. From the damages seen on the pipeline flex braid (fraying),pushwire (bending), hypotube (stretching) and catheter body (kinking/accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that there were issues with a ped pipeline and phenom27 catheter. The patient had a posterior circulation vertebral artery aneurysm and was planned to use a blood flow diversion dense mesh stent. After the preparations were in place, the shapeable microcatheter fg15150-0615-1s was placed at the lesion site through the 6fnavien intermediate catheter and with the cooperation of the traxcess 0.014 micro-guidewire. The dense mesh stent ped-425-25 was selected and implanted. During the deployment process, the lesion needed to be repositioned. After retrieval, during the deployment process, the stent was unloaded, so the stent was withdrawn together with the microcatheter, and then replaced it with a new stent ped-400-25 and a new phenom27. After the stent was in place, it was opened and deployed smoothly, and the operation was carried out and ended smoothly. The devices were prepared as indicated in the instructions ofr use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the v4 location. The max diameter was 6mm and the neck diameter was 3mm. The distal landing zone was 3.17 mm and the proximal landing zone was 3.97mm. Vessel tortuosity was normal. Angiographic result post procedure was complete retention. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When asked to clarify the "the stent was unloaded" it was reported, "stent unloading." The cause of the need to reposition was because the tail was going to fall in the bend. There was no damage to the pipeline pushwire or catheter observed. There was a jump during retrieving. When asked if the tip of the catheter moved during deployment it was reported, "of course there was. How to deploy the stent without moving it?"